Event description:
A hospital in (B)(6) reported that the heater head harnesses on six iw934 cosycot infant warmers were discoloured. This was found by the biomed during a check of the warmer units.

Manufacturer narrative:
(B)(4). Serial numbers of additional five complaint units: serial number: (B)(4), device manufacture date: 02/16/2004; (B)(4), 02/16/2004; (B)(4), 02/16/2004; (B)(4), 02/16/2004; (B)(4), 02/18/2004; (B)(4), 02/18/2004. Method: the harnesses of the six iw934 infant warmers were not returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. Our analysis is based on the event description and results of previous investigations of similar complaints. Results: the healthcare facility reported that their six iw934 units had discoloured harnesses. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.